Event description:
Mhra have received a report, which states: ventilator power failure. Vent appeared to switch itself off and then immediately restart whilst changing ventilation parameters. Patient attached.

Manufacturer narrative:
The customer was contacted for more information, but no response to date. The vent was evaluated, and the alleged malfunction was not duplicated. The ventilator passed all testing. A follow up report will be submitted, when new information becomes available.